Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2018-00875 pertains to the first speedband superview super 7¿ device and manufacturer report # 3005099803-2018-00876 pertains to the second speedband superview super 7¿ device. It was reported to boston scientific corporation that the two speedband superview super 7¿ devices were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. According to the complainant, during the procedure, two bands deployed at the same time. The same issue occurred with the second speedband superview super 7 device. The procedure was able to be completed with this device. Additionally, there was no difficulty when setting up the device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2018-00875 pertains to the first speedband superview super 7¿ device and to the second speedband superview super 7¿ device. It was reported to boston scientific corporation that the two speedband superview super 7¿ devices were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. According to the complainant, during the procedure, two bands deployed at the same time. The same issue occurred with the second speedband superview super 7 device. The procedure was able to be completed with this device. Additionally, there was no difficulty when setting up the device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine. Additional information received on march 22, 2018. It was reported that the procedure was completed with another speedband superview super 7 device.